Event description:
Per additional information received, the pt has experienced urinary incontinence with urge and stress incontinence, extruded mesh from left vaginal wall, recurrent vaginal prolapse, anterior vaginal wall erosion, posterior vaginal and mid right posterior vaginal wall, difficulty emptying bladder, pelvic floor laxity, loss of bowel fullness sensation, loss of bowel control, alternating loose stool and constipation, and rectocele. Reference MFR report # 9615742-2013-00341.